Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgical staff heard a pop sound and the system would not start up. The patient was under anesthesia and port incisions had been made before the surgical staff made the decision to abort the procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.

Event description:
The account stated the head section is not staying up when weight is placed on it. There is a loud clicking sound when it comes down.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right and left femoral arteries after an interventional procedure. Reportedly, a cuff miss had occurred with one of the devices. Two additional proglides were used with the same results. The devices were removed and hemostasis was achieved on both sides with a proglide device. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The two perclose proglide (part 12673-03, lot 890046h) devices indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned components found that only the plunger with the link, cuffs, and approximately 2 cm of the rail suture were returned. The plunger was returned with both cuffs captured and attached to the needle tips. The rail end of the suture had been cut away distal of the link with approximately 2 cm of the rail suture returned with the needle tip. The condition of the returned plunger with the link and cuffs is consistent with the completion of step # 3, the removal of the plunger to retrieve the sutures. As the plunger was returned with both cuffs captured and attached to the needle tip, the reported cuff miss cannot be confirmed. A root cause could not be determined for the reported experience. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient during peritoneal dialysis (pd) therapy subsequent to extraneal viaflex, physioneal unspecified product and nutrineal pd4 unknown bag administrations. On (B)(6) 2010, the patient experienced cloudy effluent and light abdominal pain. Due to lack of admission availability at the hospital, the patient was instructed to discontinue this batch of extraneal and perform peritoneal lavages at home. On (B)(6) 2010, the patient was hospitalized and diagnosed with aseptic peritonitis. First, the patient had "cleaning management" leading to a clear effluent and resolution of the abdominal pain. Then the patient received corrective treatment with fortum (ceftazidime) and cefacidol (cefazoline) ip for 48 hours followed by oral ciflox (ciprofloxacine). The patient was placed under continuous ambulatory peritoneal dialysis (capd) with physioneal unspecified product and extraneal viaflex (lot number was not available at the time of the report). On an unspecified date ((B)(6) 2010), the patient recovered (clear peritoneal effluent and abdominal pain resolved). On (B)(6) 2010, the patient was discharged. The reporter considered the peritonitis possibly related to extraneal viaflex therapy. Causality assessment for physioneal unspecified product and nutrineal pd4 unknown bag was not reported.

Manufacturer narrative:
(B)(4). Five unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. All five were functionally tested and the devices passed with acceptable results. No manufacturing or abnormal observations were noted.

Manufacturer narrative:
(B)(4).